Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: mlc-20. User's test strip had poor storage (kitchen). (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention reported at the time of the call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 357 mg/dl. The customer's expected fasting blood glucose test result range is 112 to 130mg/dl. The customer did report symptoms of hypoglycemia/ disorientation. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(4). Customer called in states that the meter read 357mg/dl fasting and states she took 15 units of insulin and customer later began to feel symptoms of hypoglycemia. Customer did not specify if she had eaten after the administration of the insulin. Customer states she became disoriented. States she did not know where she was, she did not know who her daughter was, and did not know who she was. Customer states her daughter took her to the hospital (B)(6) 2017. Customer was admitted to the hospital for hypoglycemia. The meter at the hospital read 43mg/dl non-fasting. Customer states she received d50 when she was admitted. States her sugar kept dropping and was put on an IV saline and sugar. Customer was discharged on (B)(6) 2017.